Event description:
During utilization of a peak plasmablade for a lead change out on a pacemaker, a compress saturated with braunol alcohol became inflamed for approximately 3 seconds when contacted by the device. The compress was outside the patient body and there was no patient impact or injury. The surgeon continued use of the product without further incident.

Manufacturer narrative:
(B)(4). Method: facility not returning product. Eval results: facility not returning product. Conclusion: facility not returning product. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.